Manufacturer narrative:
Based on the information available to us, we were able to confirm the event, and determined that from the provided video a leak was observed in the lower part of the tube. A supplier corrective action request has been opened to further investigate this issue. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the gastric button has a balloon leak. It lasted 17 days and then got damaged.